Manufacturer narrative:
It was reported that the device was explanted, the device explantation date is unknown. Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was explanted. It was alleged that the device was deteriorated.